Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to report an evaluation was unable to be performed as the overlay was disposed of and the lot number was not available also, deflation of the overlay had previously been noticed and the nursing staff was asked to remove and replace it. This was not done and a patient allegedly developed a pressure ulcer. Customer disposed of overly prior to evaluation

Event description:
It was reported by the user facility that the patient's skin allegedly broke down while on the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.